Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon attempted to implant a 13.2mm vicm5_13.2 implantable collamer lens, -5.50 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to lens tear during delivery into the eye. The lens was exchanged for an identical model and diopter. There was no report of any apparent injury. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluations - lens returned dry in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic torn/broken and the lens having foreign material on lens surface (fibers). (B)(4).